Manufacturer narrative:
Date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that since saturday (B)(6) 2026, has been urinating about every hour. Patient said that had shoulder surgery last thursday (B)(6) 2026 and the implant was turned off for the surgery and then was turned back on afterwards. When asked, patient said hasn't had any new medications since the surgery, said that was on hydrocodone for pain however stopped taking it. Patient called the urologist's office and was told to call to check to see if the implant is on. Patient said that with the help from their daughter, they connected to implant earlier and confirmed that implant was turned on. Reviewed therapy information and general programming guidance. Patient said will consider making an adjustment. The patient was redirected to their healthcare provider to further address the issue.